Event description:
It was reported that a user experienced persistent hyperglycemia while acutely ill with suspected gastroenteritis or food poisoning, and a broken, leaking infusion connector was identified after pump site changes failed to correct high glucose; the user was instructed by the hospital to deliver subcutaneous insulin by syringe while disconnected from the ilet. Symptoms included high blood glucose with a peak of 360 mg/dl. Outcomes included self-management at home with manual insulin dosing and close monitoring. Investigation included case triage, troubleshooting, and education regarding pump disconnection and alternate insulin administration. Investigation of this case revealed a device component issue involving the infusion connector leaking, consistent with insulin delivery failure leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to concurrent illness and a probable infusion set or connector failure contributing to insufficient insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.